Manufacturer narrative:
The initial report stated: "the meter was returned; the test strips were not returned." Meter serial number (B)(6) (meter a) was returned. Meter b was not returned.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). Qc passed on both meters within 24 hours of the event. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. The returned meter was tested with retention strips (lot number 479338, expiration date 31-may-2022) and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45, 45, and 45 mg/dl, level 2: 299, 301, and 307 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for one (1) patient tested on two accu-chek inform ii meters with serial numbers (B)(4) (meter a) and an unknown serial number (meter b). The result from meter a at 12:37 a.m. Was 19 mg/dl. The result from meter a at 12:44 a.m. Was 83 mg/dl. The result from meter a at 12:49 a.m. Was 51 mg/dl. The result from meter b at 12:51 a.m. Was 55 mg/dl. The result from meter b was believed to be correct. The patient was not treated.